Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided instructions for resetting the pump, and after the pump reset, the error did not reappear. The customer successfully started a new sensor session.